Event description:
It was reported that a pump malfunction occurred, indicated by a code displayed on the device. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue, and they were advised to continue using the pump and to contact support again if the malfunction reoccurred.